Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 345 was not able to be reproduced during evaluation, however, was confirmed through an ehl review during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.